Manufacturer narrative:
The device is distributed outside the us and no gudid information exists. The cause of the melting plug was investigated by the manufacturer, who conducted a series to find the cause of the issue. The test showed the plug's internal wires had intermittent disconnection. The manufacturer simulation showed that when the power cord is used over time, especially when the wire is pulled directly to unplug it, the inner wire may become loose, causing this intermittent disconnection, and further could produce arcing. Strong arcing may produce sparks, and the insulating material could break, generating the green substance (copper chloride), and the plug could melt. To sum up, arjo device failed to meet its performance specification since the power cord was melted and from that perspective was involved in the event. There was no indication that the device was used for the patient's treatment when the issue occurred. The complaint was assessed as reportable due to melted power plug found.

Event description:
It was reported that the power plug on the arjo flowtron acs900 pump has melted. There was no indication regarding patient involvement. No injury was claimed.